Event description:
The customer obtained multiple, non-reproducible higher than expected vitros phbr quality control results (qc fluid lot g1647 = 15.08, 14.94 vs. An expected result= 11.89 ng/ml) using a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected or reported from the laboratory. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible higher than expected vitros phbr quality control results were predicted while using the vitros 5,1 fs chemistry system. Expected performance was obtained upon using an alternate vitros phbr reagent lot. The investigation was unable to determine a definitive root cause. However, an atypical calibration or a reagent issue with vitros phbr lot 2540-0063-4176 could not be ruled out. The root cause of the event is unknown. Internal investigation is ongoing.